Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not able to hear when using the device. There is no report of any accident or trauma to the implant site. All external components were exchanged but the issue was not resolved. The device has been explanted.

Manufacturer narrative:
The device investigation on the available parts shows multiple damages to the implant likely related to explantation surgery. According to the patient report (reported failed quick-check measurement) a failure due to fatigue fracture of the conductive link is suspected but cannot be confirmed by device investigation, since the device has been received incomplete. This is a final report.

Event description:
The patient was not able to hear when using the device. There is no report of any accident or trauma to the implant site. All external components were exchanged but the issue was not resolved. The device has been explanted.

Manufacturer narrative:
Correction and final report: additional received information revealed that the serial number for this case had been inadvertently mixed up with the serial number for a different case. This situation led to the investigation findings being exchanged for mdrs 9710014-2016-00786 and 9710014-2016-00795. Amended investigation findings for 9710014-2016-00795: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was not able to hear when using the device. There is no report of any accident or trauma to the implant site. The patient has been re-implanted.